Manufacturer narrative:
H3, h6) a clinical analysis was performed for this event. In summary, there was insufficient information to determine whether the guidance system contributed to the misplaced screw event. Since the plan for right s1 was randomly moved, it was not possible to retrieve the original plan. It was discovered that the last executed trajectory was right s1, which suggested the patient may have moved after the l5 right trajectory was instrumented. The logs showed no errors or indications of excessive force applied to the surgical arm. Additionally, the logs indicated that the robot reached the registered location accurately, as the destination and points matched. Therefore, it was difficult to confirm the root cause of the deviation. However, it was suspected that it may be due to patient movement, skiving (which would require a review of the original plan prior to the trajectory change), or another unidentified cause. No post-operative images were provided to confirm the deviation. For the second issue, the shoulder resistance measuring at 8.9kg, compared to the 9.0-11.0kg tolerance was evaluated and clinically, this deviation was not expected to have an impact, as the shoulder encoders track movement and alert the user if degradation exceeds 0.2¿0.3 degrees. However, shoulder resistance should meet speci fication as per the service manual. Previously reported code, b01, is applicable as well as newly reported codes, c19 and d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: asm0207 product ID: unk_mazorx_tool * unk_mazorx_tool is a placeholder for the platform* h3, h6: the exports have been returned for clinical analysis. The analysis is still in progress. Multiple fdd codes were applied. Below clarifies what each is associated with. A05 - shoulder brake a051207 - platform loose. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the deviated screw tip was approximately 30mm from the plan. The back shoulder brake was found out of tolerance. The misalignment of the s1 screw was more than 15 degrees. The system did not detect any shifts/movement. The surgeon felt this meant the system was not working, and suspected no shifts were detected due to the platform being loose.

Manufacturer narrative:
H3, h6) the system was serviced in the field. In summary, the back shoulder brake was adjusted. The extended accuracy test and stress tests passed. Codes b01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used in a spinal procedure. It was reported that during a procedure, a minimally invasive (mis) fixation from levels l4-s1, a screw was misplaced, the right s1 screw positioned superiorly, essentially in the disc space. Intra-operative medtronic imaging was conducted, which showed that the drill and tap tract was correct to plan. The surgical team uses "fnsmas" screws rather than the ats screws in voyager, but drilled with the standard 3 millimeter (mm) midas drill and tapped at 5.5mm, 1mm below size of the planned screw, again as per normal protocol. There was no suggestion of sclerotic bone, indeed more likely it was osteoporotic. It appeared as though the planned trajectory had since been changed "totally randomly". When imported in demo mode and looking at the angle of the shoulder compared to the spine, it was believed that the robot was mounted at a larger distance than normal away from the psis pin. The surgeon was also concerned as to how the system never detected any shift or "adverse event" which they believed would cause the screw misplacement. The event occurred intra-operatively during use, and there was patient involvement. Patient complications/harm was noted as the deviated screws. Additional information was received. It was reported that the surgery being performed was a screw fixation from levels l4-s1. The patient did not have any identifying symptoms. There was a delay of approximately 20-30 minutes. The surgery was completed/revised with medtronic imaging and navigation.